Manufacturer narrative:
Baxter received and evaluated the device. The service history record review was completed and revealed the ultrasonic sensor fluid numbers were found to be below specification during previous service event and the ultrasonic sensor was calibrated during the repair process the reported condition was verified. The device was found out of specification in relation to the reported air in line alarms which were not reproduced. Air in line alarms were verified through a review of the event history log. Cause was identified during visual inspection as cracks on the upstream sensor flex. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. The service history record review was completed and revealed the ultrasonic sensor fluid numbers were found to be below specification during previous service event and the ultrasonic sensor was calibrated during the repair process the reported condition was verified. The device was found out of specification in relation to the reported upstream occlusion alarms which were not reproduced. Upstream occlusion alarms were verified through a review of the event history log. Cause was identified during visual inspection as cracks on the upstream sensor flex. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a damaged sensor causing air in line alarms and upstream occlusion alarms. There was no patient involvement. No additional information is available.